Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, surgeon noticed a scratch on the lens. There was patient contact. The procedure completed on the same day. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).